Event description:
It was reported that when finishing case in other or, a tech over-tightened a thumb screw and broke the screw. He was able to remove both pieces from handpiece, replaced with the backup thumb screw, and threw the broken pieces away. No patient involved.

Manufacturer narrative:
The navio handpiece thumbscrew, intended for use in treatment, was returned for further evaluation and a visual evaluation was performed, which confirmed the reported problem. The thumbscrew shaft is completely broken into two pieces. A functional evaluation could not be performed due to broken/damaged parts. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during the release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The root cause was found to be user error. No containment or corrective actions are recommended at this time. To prevent a recurrence of the issue, and for proper care/maintenance and usage of the device, refer to navio surgical system for total knee arthroplasty user¿s manual, 500093 rev. E, as it provides instructions on the proper techniques of tightening the thumbscrews.